Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that upon opening the package, the needle had already come loose from the thread. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue closed as not confirmed. We manufactured and distributed in the market 4,860 units of this code-batch. There are no units in our stock. We have received 15 closed samples and one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.93 kgf in average and 0.63 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: in spite of receiving a defective sample, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Please note that we opened a CAPA in the system to correct/prevent this defect to happen.